Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6) ] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt)who was implanted with an implantable neurostimulator (ins). It was reported that they had been having issues when trying to recharge their ins. Pt stated that last night it took like one and a half hours to recharge the ins from 30% to 50%. Pt stated that they shut the controller down and unhooked the recharger (rtm), however the controller was still stuck in the recharging mode today. Pt stated that they then reset the controller. Pt stated that the controller wouldn't display battery levels properly as the other week the ins stopped recharging around 50% and then the controller showed that the ins was at 0%, so they reset the controller. The pt was asked if the rtm was getting hot while trying to recharge the ins; pt stated that the controller got pretty hot and that the paddle got quite warm. Pt mentioned that they had an issue before where the rtm paddle got hot. Pt then stated that the controller currently displayed no device found when the rtm was not connected; it was reviewed with the pt that no device found would display if the ins battery was too low for the controller to communicate successfully with the ins. Pt stated that a little while ago the controller showed that the ins was at 50% and that the controller was at 60%. Pt noted that they always recharged the controller before recharging their ins. Pt attempted to recharge the ins during the call; pt saw the normal recharging screen right away with the controller at 60% and the ins at 50% with recharging excellent indicated. Pt confirmed that there was no apparent damage to the rtm; pt stated that they put the rtm back in the box all the time after recharging their ins so the rtm was in pretty good shape. Pt then stated that the controller screen went blank, so they woke up the controller and recharging needs attention was then displayed. Pt stated that they hadn't moved at all. Pt then stated that recharging excellent was then displayed again. When asked for the event date, pt stated that it was like three weeks or so ago and that they had issues before that but it wasn't bad however then it went crazy. Pt mentioned that hcp implanted their ins. An email was sent to the repair department to replace the rtm. Pt called back stating that the ins recharged up to 60% so they stopped recharging the ins and started recharging the controller, however the controller was not taking a charge as the controller was still at 50%. Pt stated that the controller wouldn't work half the time. Pt stated that recharging was indicated and that the ac power supply green light was on, however the controller battery had not increased from 50% after 35-45 minutes of being connected to the ac power supply. The pt inspected the controller battery compartment contacts, the battery pack contacts, the controller port pins; pt did not detect anything wrong or damaged. Pt noted that the controller was replaced once or so in the last year or two but that they battery pack was original. Pt noted that they were super careful with the controller. Pt stated that the ac power supply and rtm cords plugged in nice and straight to the controller and that they were not loose when connected to the controller. Pt stated that they personally thought that the controller was the issue. The pt was advised that the controller and battery pack would be requested for replacement. An e-mail was sent to repair to replace the controller and battery pack. No symptoms were reported.